Manufacturer narrative:
(B)(4). The reported field event of backup dfo (bdfo) was confirmed in the laboratory. The device was tested on the bench and the bdfo was traced to an anomalous component on the hybrid. The cause of the field event was due to an anomalous component on the hybrid.

Event description:
It was reported that patient presented to the clinic after receiving a vibratory alert. Upon interrogation that device was found to be in backup vvi reset mode. The device has explanted.